Manufacturer narrative:
Good faith efforts to obtain additional information and the sample from the facility have not been successful. Without the model number and lot number of the product ,a device history review cannot be performed. Without additional information and without the sample, no evaluation can be performed. If additional information becomes available, or the sample is returned, a follow-up report will be made. The company continues to monitor the clinical use of airseal ifs and works diligently to ensure product safety.

Event description:
On march 04,2016 , surgiquest inc. Became aware of an event which transpired during a ronbotic case, it was reported that the white seal from the sound cap of the 8mm airseal trocar was pierced and pieces fell into the patient. The user facility reported that it was unknown as to whether they were able to retrieve all fragments and spent a couple of extra hours with the patient on the operating table trying to retrieve the pieces. No harm to the patient was reported. It is unknown if the sample is available.